Manufacturer narrative:
H10: a philips remote service engineer (rse) spoke with the customer and requested the logs. The logs were not provided by customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a signal loss between the telemetry and the central and alleged that there was not any sound to alert the nurses. No patient involvement.